Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2024.

Event description:
It was reported that the patient was having discomfort at the implantable pulse generator (ipg) site and was experiencing a shocking feeling. The patient was also having pain down the leg. The patient underwent a revision procedure wherein the ipg was moved up and placed two centimeter deep. The patient was doing well postoperatively. The ipg remains implanted in the patient and in use.